Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Metal on metal hip medical records received. After review of the medical records the patient was revised to address failed left tha due to metal on metal sensitivity reaction. Operative note reported pseudotumor with a large amount of fluid which had penetrated the abductor muscles and to the level of greater trochanteric bursa. This was very dark fluid with dark staining of the appositional membrane of the pseudotumor. There was minimal dark staining of the trunnion or interior of the head. The dissection was quite difficult due to marked scarring. Left hip metallosis and necrotic tissue. This is a left hip revision head and liner exchange. Doi: unknown; dor: (B)(6) 2022; left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4 - the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (product problem), h6 health effect - clinical code. H6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 medical device problem code.

Event description:
Plaintiff was implanted with a mom pinnacle system in plaintiff's hip on (B)(6) 2006 under the care of surgeon. Plaintiff suffered heavy metal poisoning from the toxic heavy metals released by the pinnacle system resulting in injury and requiring surgery to remove the defective hip replacements. Plaintiff was forced to undergo surgical removal of the defective pinnacle system from plaintiffs hip due to heavy metal poisoning on (B)(6) 2023 under the care of surgeon, plaintiff was required to undergo surgical removal of the defective system, suffered injury to his muscle and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity. Plaintiff suffered injuries, including but not limited to significant pain, injury caused by metallosis, metal wear, metal poisoning, loss of enjoyment of life, and limitation of daily activities. Doi: on (B)(6) 2006, dor: on (B)(6) 2023, left hip.